Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/26/2013 with the following findings: according to the initial allegation, the patient was not using the pump at the time of the event related to pump alarms. A review of the pump black box and history showed several call service cs 127 alarms. When the pump was powered on, the pump immediately alarmed for a cs 127. The pump was opened and a component on the printed circuit board was found to have failed.

Event description:
The patient contacted animas on (B)(6) 2013 indicating a low blood glucose of 37 mg/dl experienced while waiting for a replacement pump to arrive after the pump had an issue with multiple call service alarms. This report is made based on the allegation that the patient experienced hypoglycemia after discontinuing use of the pump related to a pump issue.